Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting a stimulator after the expiration date, not prescribing antibiotics pre-operatively, not prepping the skin with antiseptic solution, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the swelling is unknown. Therefore, conclusion has been selected as no problem/fault found.

Event description:
The patient reported swelling at one of their incision sites. The swelling worsened over the past few months and one of the incision sites opened with pus like drainage. Antibiotics were prescribed and the keloid/extra scar tissue with a possible seroma under the skin was lanced and drained. This resolved the issue. Cultures were taken to test for infection, however the results were not available at this time. No further issues have been reported and the patient is doing well.